Event description:
As reported, thrombosis was identified the day after a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis in a superficial femoral artery (sfa) case. Aspiration was performed. Examination of the aspirated material showed thrombus mixed with a white substance. As additional thrombus-like material remained at the puncture site, a drug-eluting stent (des) was implanted to secure the area, and the procedure was completed. There was no additional reported patient injury. There were no reported issues with the device itself. The patient remained on bed rest for five hours or more following the procedure. The patient has since recovered. The patient had no prior medical history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other diseases associated with increased clot risk and was not a smoker. Information regarding use of anticoagulants, antiplatelets, or thrombolytics was not provided. The procedure was performed using an antegrade approach. The deployer had completed three hands-on cases and this was the second clinical case. An 11 cm non-cordis sheath introducer was used. Femoral artery suitability was verified, the vessel used was the superficial femoral artery, the vessel diameter was verified to be at least 5 mm, there was no vessel tortuosity, and no damage to the device or packaging was identified prior to opening. The device was stored and prepared according to the instructions for use, and the user was trained in use of the device. When the mynx device was used during the sfa case, calcification was noted near the puncture site and the device balloon was pulled back to a non-calcified segment above the puncture site, inflated, and hemostasis was achieved. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, thrombosis was identified the day after a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis in a superficial femoral artery (sfa) case. Aspiration was performed. Examination of the aspirated material showed thrombus mixed with a white substance. As additional thrombus-like material remained at the puncture site, a drug-eluting stent (des) was implanted to secure the area, and the procedure was completed. There was no additional reported patient injury. There were no reported issues with the device itself. The patient remained on bed rest for five hours or more following the procedure. The patient has since recovered. The patient had no prior medical history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other diseases associated with increased clot risk and was not a smoker. Information regarding use of anticoagulants, antiplatelets, or thrombolytics was not provided. The procedure was performed using an antegrade approach. The deployer had completed three hands-on cases and this was the second clinical case. An 11 cm non-cordis sheath introducer was used. Femoral artery suitability was verified, the vessel used was the superficial femoral artery, the vessel diameter was verified to be at least 5 mm, there was no vessel tortuosity, and no damage to the device or packaging was identified prior to opening. The device was stored and prepared according to the instructions for use (IFU), and the user was trained in use of the device. When the mynx device was used during the sfa case, calcification was noted near the puncture site and the device balloon was pulled back to a non-calcified segment above the puncture site, inflated, and hemostasis was achieved. The device was not returned for evaluation. The product history record (phr) review of lot j2517401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A thrombosis/vessel occlusion is a known potential adverse event following any interventional percutaneous procedure and is captured in the mynx control vcd¿s instructions for use (IFU). A thrombosis occurring in the punctured limb after use of a vascular closure device can be caused by many factors, such as vessel characteristics, patient factors, procedural/handling factors of percutaneous devices, and anticoagulation. The act of creating an arteriotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Thrombus formation usually requires additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. The reported event of ¿thrombosis¿ could not be observed without receipt of procedural films for review. Since the vcd was not received for analysis, the exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is difficult to determine the clinical relationship between the vcd and event. However, patient and pharmacological factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.